Event description:
It was reported that the intraoperatively, the jaws were halfway open when handed to the scrub, the jaws could be closed and then opened, there was difficulty removing the linear reload from the adapter. It was noted it did not work properly when opening and closing after the firing. The jaws opened prior to unloading the reload, but not on tissue. The event occurred after the last firing, so replacement was not immediately necessary. Medtronic's initial evaluation of the incident device found the articulation rod was broken off and the broken section of reload adapter remained in the distal end of the adapter.

Manufacturer narrative:
D10 concomitant products: sigadaptxl - sig power sigadaptxl linear xl adapter - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned reload came partially attached to the powered adapter. The proximal end of the reload adapter was broken and was lodged in the distal end of the powered adapter. The articulation rod was bent. The reload had all pushers deployed and was in the clamped position. The I-beam was partially retracted to just distal of the z-bend. The articulation rod was broken off and the broken section of reload adapter remained in the distal end of the powered adapter. Due to the noted damage, functional testing was precluded. It was reported that the device was difficult to unload and jaw will no open smoothly. The reported issue could not be established. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.